Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (cts). Customer cleared the alarm and resumed insulin therapy. Customer¿s blood glucose level was approximately 90 mg/dl.